Event description:
Revision surgery due to severe arthrofibrosis and what appeared to be loose body tissue within the joint.

Manufacturer narrative:
Lot number not supplied as part of complaint. Encore continues to pursue additional information, and will submit it when it becomes available.